Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("patient had nickel allergy test +1+1+1") in a female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: reporter commented that patient underwent surgery on friday to removed fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel allergy +1+1+1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure was inserted as contraceptive treatment. Reporter commented that patient underwent surgery on friday to removed fallopian tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("patient had nickel allergy test +1+1+1") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: essure would be removed via laparoscopy and if essure is not possible to be removed completely, the further action to be taken would be observation diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel allergy +1+1+1. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.